Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements greater than 2,000 ohms. A chest x-ray revealed that the lead had dislodged out of the coronary sinus. A revision procedure was performed. Difficulty explanting the lead was encountered, so the lead was capped and surgically abandoned. A new lv lead was successfully implanted without incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.